Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed. After performing measurements via transoesophageal echocardiogram (toe), a 24mm watchman ® laa closure device was selected and deployed in the laa. The device was noted to be stable during the tug test, compression was good at all angles and a complete seal was observed. As criteria was met, the watchman ® laa closure device was released. Upon release, the closure device began to tilt and moved 90 degrees from its original position. The patient was under observation for any further movement; however, the device seemed stable and the seal remained complete. A follow up transthoracic echocardiogram was performed that evening and the next day and the watchman ® laa closure device remained stable and in position. A routine follow-up is scheduled for 45 days post procedure. No patient complications reported.